Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that out of range issues occurred between the transmitter and pump. It was also reported that "pump giving error messages, requesting supply change but would not resume delivery once supply change happened." The customer's blood glucose level was over 400 mg/dl. Customer declined to troubleshoot the issue with tandem technical support, therefore no additional information was obtained.